Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station doors 3 and 4 had failed and were producing a clicking sound. The field service engineer (fse) had turned off the pyxis and inspected the latch column and then door 4 latch failed and was unrecoverable, while door 3 latch was still functional. The fse replaced both door 4 and door 3 latches and changed out the micro switches. After reassembling the latch column and turning pyxis back on, escort logged in, recovered door 4, and inventoried medications in door 3. Both doors functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower doors 3 and 4 had failed and were producing a clicking sound. The customer stated that this malfunction caused a delay in dispensing medication to patients. The user managed to get medication from another station. However, there were no adverse events or injuries reported based on this event.